Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 298 mg/dl. Troubleshooting was performed. The device was returned for analysis.